Manufacturer narrative:
(B)(4). The reported complaint of "touchscreen display not responding" was confirmed by the field service engineer. The product was not returned for investigation. According to the service report, the display head was replaced to resolve the issue. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the touchscreen issue. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "ac3 touch screen calibration initiated without intervention from user". Additional information states that the iab pump console was swapped to continue therapy. No patient injury or consequences reported. The patient's current condition is reported as "fine".

Event description:
It was reported "ac3 touch screen calibration initiated without intervention from user". Additional information states that the iab pump console was swapped to continue therapy. No patient injury or consequences reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).